Event description:
The suspect meter yielded errors 144 and 141 on the same patient. The only change has been a decrease in the patient's dose due to high inr results from the week prior. Technical support sent the customer a new strip lot to perform a parallel study. Further follow up required to obtain study results.

Event description:
The suspect meter yielded errors 144 and 141 on the same pt. The only change has been a decreased in the pt's dose due to high inr results from the week prior. Technical support sent the customer a new strip lot to perform a parallel study. Further follow up required to obtain study results.